Manufacturer narrative:
The 900iw130 neopuff model is the version of the rd900 neopuff model that is integraded into the fisher and paykel healthcare cosycot infant radiant warmer. The 900iw130 neopuff device was determined by the hospital to be functioning to specification. The instructions for the neopuff device state that the pressures must be checked before the device is to be used on a patient. The performance specifications in terms of pressures delivered at various flow rates are also specified. We consider this product complaint report (pcr) to be closed; however, we will monitor for any future pcrs of a similar nature as part of the post market risk assesment for the device.

Event description:
Event occurred in another country. Newborn neonate undergoing resuscitation using the neopuff infant resuscitator developed a pneumothorax during the resuscitation, it was noticed by the staff that the flow rate was set too high (12 lpm instead of 8 lpm) and the peep (positive and expiratory pressure) was at 30 cm h2o (normally should be 5 cm h2o). The flow rate was reduced to 8 lpm (manufacturer's recommended flow rate) and peep pressure was reduced to 5 cm h2o using the peep valve on the patient supply line. Although the patient developed a pneumothorax, the resuscitation was successful. The device was examined by the hospital and found to be operating within specification. The hospital notified mhra of the event (but not ficher and paykel healthcare at that time.) Mhra determined that the neopuff did not malfunction and that the user should have been responsible for setting the correct flowrate and pressure of the device before use, as stated in the user instructions.